Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed at the iabc bifurcate around the fos adhesive. Additionally, a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal end of the bladder membrane. There was no evidence of blood in the helium pathway. The fiber break is likely a result of device removal through the sheath or from handling after the event. According to the event details, the iabc was noted to be removed entirely from its sheath after insertion which indicates the iabc was not removed correctly. An in-service has been requested to reiterate the instructions for use (IFU). The root cause of the leak at the bifurcate fos adhesive is manufacturing related. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into left femoral artery by dr. (B)(6), no issue was noted with insertion, no additional force required to advance through the sheath. Fiber optic signal was connected. On start-up, the intra-aortic balloon pump (iabp) issued helium loss 2 alarms multiple times. Leak test was conducted on the iabp, no leak noted on iabp side. Helium loss 2 alarm continued when restarted. As a result, the iab was replaced by dr. (B)(6) through the previous sheath. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into left femoral artery by dr. Ravi, no issue was noted with insertion, no additional force required to advance through the sheath. Fiber optic signal was connected. On start-up, the intra-aortic balloon pump (iabp) issued helium loss 2 alarms multiple times. Leak test was conducted on the iabp, no leak noted on iabp side. Helium loss 2 alarm continued when restarted. As a result, the iab was replaced by dr. Ravi through the previous sheath. There was no report of patient complications, serious injury or death.